Event description:
Lap chole- "clips were twisting stead of clipping when fired. Loose clips were removed from abdomen."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering fired off the clips one by one, they were unable to replicate the customer's experience. The unit was disassembled, engineering found an insufficient amount of grease. The insufficient amount of grease in the device may have caused the improper clip loading. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented and inspection enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.